Event description:
Information was received that reported a patient was hospitalized in 2009, due to incident of hyperglycemia. The patient states his blood glucose rose to >400 mg/dl prior to the hospitalization. He presented to the hospital and admitted with a blood glucose of >500 mg/dl. The patient was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.